Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace and align reagent probe 2. Ccc evaluated the photometric values, and instructed the customer to replace the lamp, re-calibrate and run quality controls. A siemens customer service engineer (cse), assisted the customer over the phone with releasing a jammed thermal chamber. The customer replaced and aligned the lamp, after which a system check, calibration, and quality controls were acceptable. The customer reran patient samples obtained prior to troubleshooting, and three results were corrected. The cause of the discordant, falsely elevated hemoglobin a1c patient results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated hemoglobin a1c (hba1c) results were obtained on 4 patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument following calibration and troubleshooting, resulting lower. One of the sample could not be repeated as there was insufficient sample for testing. The corrected results were reported to the physician(s). There are no known reports of patient adverse health consequences due to the discordant, falsely elevated hba1c results.